Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the customer's reported issues (screen of the subject device became dark and nothing could be seen) were not confirmed or duplicated; however, service found there was noise on the image, which was caused by breakage of the image sensor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported issues were likely caused by a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. In addition, service found the video connector case was cracked due to an external factor. The rubber covering in the bending section was scratched due to external factors, and a piece of the adhesive was chipped. Fluid leakage was observed due to deformation of the vent on the light guide connector due to external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen of the subject device became dark and nothing could be seen. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.